Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, high capture threshold and decreasing r-wave sensing amplitude were observed on the right ventricular (rv) lead. The patient will continue to be observed. The patient¿s condition was stable.